Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5076 implantable pacing lead: (B)(6) 2012. A 4473 competitor implantable pacing lead: (B)(6) 2012. (B)(4).

Event description:
It was reported that capture management reported one instance of high ventricular threshold management on the right ventricular (rv) lead . In-office testing showed normal values, with no perturbation of lead impedances observed. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.